Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported cassettes leaked onto two pumps, and patient is unable to start any of the pumps on hand. The patient is going to the ER to continue remodulin treatment while replacement pumps are being sent. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed (B)(6) 2024 (report number 3016798778-2024-00005). Additional information was received by (B)(4) by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) and remote (B)(6)(paired with pump (B)(6)) show that on the date of the complaint, both the systems generated no communication attention alarms 10 - 11 hours into delivery. Visual inspection of pumps (B)(6) showed signs of fluid residue on the exterior. The pumps were disassembled for further investigation, and fluid ingress was observed, likely the cause of the alarms in both systems. No cassettes were returned, so no further investigation into the cause of fluid ingress into the pumps is possible. Both systems functioned within specification because they alarmed accurately and entered a failsafe state after alarming.